Event description:
On 10/14/87 rptr slipped and fell. In 1989 rptr had a three level fusion on l3, l4 and l5. The l3-4 did not fuse. Dr did a redo of the l3-4 fusion, using pedicle screws. Rptr is having back pain in her upper and lower back. She is disabled and is in pain at all times. Rptr has a lot of pain in her legs and numbness.